Event description:
Customer alleged the crossbrace has bent along with the frame by the rear wheel on the left hand side as you're sitting in it, and has caused the left wheel to tow inward, bending the left axle as well. No injury alleged.

Manufacturer narrative:
(B)(4) - has been initiated for this issue. Model 9sl, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1056953 rev p (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The device malfunctioned; the cross brace bent causing the left axial to brake and the left wheel to tilt inward . Customer alleged (B)(6). Page 11 of the user's manual state weight limit of 250 pounds. The product is to be returned for inspection.